Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding a stem fracture with femoral component loosening involving a femoral component was reported. The event was confirmed. Visual inspection: the femoral component is still assembled to the returned rotating hinge knee construct. The fractured threaded portion of the femoral stem remains jammed inside the femoral boss. The bearing surface is scratched, in particular on the distal and posterior condyles, most likely caused post stem fracture and during explantation of the femoral construct. The internal surface of the device has a thick layer of bone cement still attached, in particular on the medial and lateral sides of the femoral boss and the space between the boss and the anterior flange of the femoral component is almost completely filled with cement. This would indicate reduced bony support between the femoral component and the distal femur due to the excessive cement. Device evaluation and results: the bearing surface of the femoral component shows explantation damage. The fractured threaded portion of the femoral stem remains jammed inside the femoral boss. The internal surface of the device has a thick layer of bone cement still attached, which would indicate reduced bony support between the femoral component and the distal femur. Medical records received and evaluation: root cause of failure in this pi case is an adverse mix of patient-related factors regarding extremely excessive weight with procedure-related factors regarding presence of a bone defect condition behind the mrh femoral device post index surgery including the use of bone cement to fill the present bone gaps with all the adverse biomechanical effects associated with such in arthroplasty revision surgery where the surgeon is responsible for optimal use of bone cement and bone reconstruction during such surgery. This pi case is not device-related. Device history review: DHR review determined that the lot was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: as per the medical review, the results of the investigation indicates that the fracture of the femoral stem and the loosening of the femoral component have their root cause in a mix of patient-related factors regarding extremely excessive weight with procedure-related factors regarding presence of a bone defect condition present in the anterior/distal femur including the use of bone cement to fill the present bone gaps with all the adverse biomechanical effects associated with such arthroplasty revision surgery where the surgeon is responsible for optimal use of bone cement and bone reconstruction during such surgery. This pi case is not device-related.

Event description:
The sales rep, has reported on behalf of the customer, that an mrh femoral component had to be revised due to the alleged fracture of the femoral component and loosening of component. The sales rep reported that the primary operation took place on (B)(6) 2014. The sales rep reported on behalf of the customer that the patient, a male, (B)(6), presented with reported pain and alleged instability.

Event description:
The sales rep, has reported on behalf of the customer, that an mrh femoral component had to be revised due to the alleged fracture of the femoral component and loosening of component. The sales rep reported that the primary operation took place on (B)(6) 2014. The sales rep reported on behalf of the customer that the patient, a male, dob (B)(6) 1960, weight (B)(6) and height (B)(6), presented with reported pain and alleged instability.